Manufacturer narrative:
UDI (B)(4)

Event description:
It was reported that the right atrial lead was capped on (B)(6) 2017 due to high impedance. The patient was asymptomatic. The patient was stable before, during and after the procedure.